Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history records review, and referring to known similar events, it was presumed that tensile stress generated with wire removal had most likely contributed to the reported core fracture of the sion blue guide wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement by the calcified lesion or deployed stent. It was concluded that this event was not attributed to product quality. No action is taken nor is planned to be taken as the instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi sion blue guide wire had unraveled with core fracture during a percutaneous coronary intervention to treat a moderately calcified, moderately tortuous, 75% stenosis in the left anterior descending artery (lad). Dilatations by semi-compliant and non-compliant balloons and stent deployment were performed in the procedure. During removal of the guide wire, the physician felt resistance and realized that there was a problem with the distal part of the guide wire. The guide wire hardly came out and the physician had to pull it with force in order to remove. It could have been remained in the patient but finally he was able to remove the entire wire. The removed guide wire was found stretched. There were no adverse patient effects associated with this event. The procedure took long but finished successfully. This happed with two other guide wires (discarded) from the same batch used in the same procedure. Device 1 of two wires that were discarded: MFR report #: 3003775027-2022-00013, device 3 that would be returning: MFR report #: 3003775027-2022-00015.